Event description:
The following is based off a review of the pt's med records provided to davol by the pt's atty: on (B)(6) 2004, the pt underwent cystocele repair, urethral diverticulectomy, pubovaginal sling with non-bard/davol graft and davol flat mesh and cystoscopy. In (B)(6) 2005 office visit: anterior vault eroded with mesh exposed and pt having multiple voiding complaints and utis. Pt continued to have urinary incontinence, urgency, and nocturia. On (B)(6) 2005: office visit: pt has difficulty with urination, dysuria, leaking of urine, urgency, nocturia, foul smell with urination, vaginal discharge, itching, and constipation. On (B)(6) 2005, the pt underwent partial explant of bard/davol flat mesh and non-bard/davol graft material. Operative dictation notes "as much of the mesh material was removed as possible."

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The med records indicate the pt was treated for mesh erosion. Mesh erosion is listed as a potential effect of failure. A mfg review was performed and found no evidence of a mfg related cause for the related event. If additional event and/or eval info is obtained, a follow up MDR will be submitted.